Event description:
A report was received from a user facility in (B)(6) indicating that the doctor saw a particulate in the patient's eye at the end of the procedure. According to the report, the doctor tried to aspirate the particulate however he was unable to remove it and it remains in the patient's eye. At this time there is no impact or injury to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.